Manufacturer narrative:
(B)(4). Concomitant medical products: zimmer head ref 00-8018-028-02, lot# unk unknown cup, unknown stem. The device will not be returned for analysis, as the device was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent initial left total hip arthroplasty. Subsequently was revised approximately 26 years later due to increasing eccentric view of position of femoral head indicating polyethylene wear. The head, liner, and locking ring were exchanged without complications. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: a revision occurred due to an increasing eccentric view of the position of the femoral head, indicating poly wear. The head, liner, and locking ring were removed and replaced with zimmer biomet components. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.